Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to cracked end cap. The insulin pump passed no delivery test and no excessive no delivery alarm noted. The insulin pump had button error alarm due to flattened all the buttons dome switch. The insulin pump had a cracked display window corner, scratched lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call by customer's mother that the device alarmed multiple times. The device alarmed motor error, button error and no delivery. The device passed displacement test. The customer's blood glucose was 236mg/dl. The customer's mother agreed to return pump for analysis.